Event description:
Patient revised due to polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to provided information. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the information provided. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.